Event description:
Patient had twiddlers syndrome, which caused lead dislodgement. Patient presented to the ER with visible muscle stimulation and the lead was explanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was received for analysis. The visual inspection showed several cuts in the insulation, a damaged is-1 connector pin and distal end. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure due to mechanical stress. Blood penetrated the lead in the cut areas. The electrical analysis showed no deviations from the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.